Manufacturer narrative:
Internal report: #(B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-18 user has high glucose value. Test strip UDI#: (B)(4). Manufacturer contacted customer (several attempts) in a follow-up call to ensure that the customer symptoms improved and replacement products resolved the initial concern - unable to establish contact at this time.

Event description:
Consumer reported complaint for high blood glucose test results accompanied by symptoms, customer feeling lightheaded. The customer is concerned with tests results from all the results obtained. The expected fasting blood glucose test result range is 140-180mg/dl. Medical attention is not reported as a result of the actual blood glucose results and reported symptom. The product storage location is undisclosed. During the call a blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 06/30/2020 and open vial date is may 2019. The meter memory was reviewed for previous test result history. Result 1: 420mg/dl date: n/a time: n/a, result 2: 463mg/dl date:n/a time: n/a, result 3: 225mg/dl date:n/a time: n/a, result 4: 87mg/dl date:n/a time: n/a.